Event description:
The customer reported to olympus, the hd camera head camera had a flat joint with a broken handle prior to an unknown procedure. Upon inspection and testing of the returned device, it was discovered the image did not display due to cable unit failure. There were no reports of patient harm associated with this event. The medical device report (MDR) is being submitted to capture the reportable malfunction of the cable unit failure found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. During evaluation, it was determined the image did not display due to a cable unit failure. In addition, it was noted the camera head had a torn coupler unit with charged coupled device (ccd) from cable unit. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the flexible board of the cable unit was ruptured. However, the cause of the ruptured flexible board of the cable unit could not be determined. Olympus will continue to monitor field performance for this device.